Event description:
A health care professional reported an unexpected low potassium (k+) result using the piccolo xpress analyzer, and the metlyte 8, lot 5243ab3. The patient was treated. Chem high/low: low. Error codes: chem k+ / k+ problem or question.

Manufacturer narrative:
On (B)(6) 2026 (unknown time): a whole blood (wb) sample was drawn from the patient and analyzed using the piccolo xpress analyzer. Results: potassium (k+) = 2.7 mmol/l (reference range 3.6-5.1 mmol/l). The patient was prescribed oral potassium supplements 20 mg. On (B)(6) 2026 (unknown time): a serum sample was prepared from the initial wb sample and analyzed on an unknown external laboratory analyzer. Results: potassium (k+) = 4.0 mmol/l (reference range 3.5-5.3 mmol/l). (B)(6) 2026: upon receiving the external laboratory results. The patient was ordered to stop taking the potassium supplements. Upon follow-up, no patient impact was reported, and the issue did not contribute to any injury or hospitalization. A return material authorization (RMA) has been requested for further investigation. A follow-up report will be submitted upon completion of the investigation.